Event description:
It was reported that during the cardiomems implant procedure the physician was having difficulty obtaining an optimal placement for the sensor due to patient anatomy. The sensor and delivery system were being retracted but became entrapped in the patient's tricuspid valve. The patient then began to experience an arrhythmia which was reported to be due to their physiology. Cardiopulmonary resuscitation was performed and the physician placed a temporary pacer. A permanent dual-chamber pacemaker was implanted after retrieval of the cardiomems device. The patient was sent to the intensive care unit and was intubated. The physician reported they would need to perform clipping of the tricuspid valve to repair. The site has informed the patient was recovering and in stable condition but has declined to provide any further status update.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.